Manufacturer narrative:
The field service engineer found the ise was not vacuuming properly. He replaced a solenoid vacuum valve, the vacuum nozzle, and the sample probe. He found the analyzer alarm list had multiple aspiration alarms during the period of the event. Therefore, a possible sample clot was involved. He ran calibration, qc, and precision testing that was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. Data was provided for one patient sample as an example. The initial sodium result was 147 mmol/l and the repeat result was 139 mmol/l. The questionable result was reported outside of the laboratory and a corrected report was issued. The electrode lot number was r45. The expiration date was requested but was not provided.